Event description:
It was reported that during a da vinci si cholecystectomy procedure, the cable on the cadiere forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken grip cable that was sticking out at the instrument's wrist. Several mechanical indentations were observed on the idler pulley. Evidence not conclusive, but the pulley damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.